Event description:
It was reported that the procedure was to treat a heavily calcified unspecified vessel. An attempt was made to cross the lesion with a 3.0x18 mm multi-link 8 stent; however, it failed to cross the lesion. An attempt was then made to cross with a 2.75x15 mm multi-link 8 against heavy resistance, force was used in the attempt to cross which resulted in the proximal shaft of the stent delivery system (sds) separating. The sds was removed with out issue and an attempt was made to cross with a 2.75x12 mm multi-link 8, again against heavy resistance, force was applied and the proximal shaft separated. At this point the decision was made to abandon the case. The lesion was not treated with a stent and the results were felt to be adequate. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The 2.75 x 12 mm multi-link 8 referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Handling of the device and the reported application of force during advancement likely resulted in a kink and subsequently led to the reported shaft separation. There is no indication of a product deficiency.